Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "will not run" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a disengaged motor. The motor was replaced in order to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "will not run, is constant alarm." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.